Event description:
According to the police report, the end-user was driving their powered wheelchair at dusk when they was struck by a motor vehicle as they was crossing the street. The end-user was taken to the hosp for treatment.